Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that on (B)(6) 2023 they believe a bedside monitor's (bsm) readings dropped from the central nurse's station (cns) with no user interaction. The bme reports the facility recently had their bsm-1700s upgraded to newer software, but this issue occurred after the devices were upgraded. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) received the logs from for bsm-6000, bsm-1700 & cns station and sent them to nkc for review of. The logs showed that the cns was turned off while the bsm-1700 unit was in the process of wlan transport. It was determined that the cause of the issue was a software deficiency for the cns and shutdown of the cns during the wlan transport process. Nk plans to improve the cns software to retain the bsm information in case communication between the devices is lost during wlan transport. The next cns software upgrade version 02-24 is estimated to be released in (B)(6) 2024. Nk will continue to monitor and trend similar complaints. Attempt #1 11/15/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/08/2023 emailed customer via microsoft outlook for all items under the no information section. The customer replied, stating that the requested information was unknown. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsm: model #: bsm-1733a. Serial #: (B)(6). Device manufacturer data: 06/23/2016. Unique identifier (UDI) #: (B)(4). Bsm: model #: mu-671ra. Serial #: (B)(6) device manufacturer data: 01/17/2017. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that on 11/03/2023 they believe a bedside monitor's (bsm) readings dropped from the central nurse's station (cns) with no user interaction. No patient harm was reported.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.

Event description:
The biomedical engineer (bme) reported that on (B)(6) 2023 they believe a bedside monitor's (bsm) readings dropped from the central nurse's station (cns) with no user interaction. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they had an event on 11/03/2023 where they believe a bedside monitor was dropped from the central nurse's station (cns) with no user interaction. No patient harm was reported. The bme reports the facility recently had their bsm-1700s upgraded to a newer software but this issue occured after the devices were upgraded. The bme pulled the logs from both devices and sent them into nihon kohden for review.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had an event on 11/03/2023 where they believe a bedside monitor was dropped from the central nurse's station (cns) with no user interaction. No patient harm was reported. The bme reports the facility recently had their bsm-1700s upgraded to a newer software but this issue occured after the devices were upgraded. The bme pulled the logs from both devices and sent them into nihon kohden for review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsms: model #: bsm-1733a; serial #: (B)(6). Device manufacturer data: 06/23/2016; unique identifier (UDI) #: (B)(4). Bsm: model #: mu-671ra; serial #: (B)(6). Device manufacturer data: 01/17/2017; unique identifier (UDI) #: (B)(4).